Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was not on the insulin pump therapy at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 452 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.